Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not reviewed per company standard operating procedure since the device serial number was not provided. Additional information has been requested and will be provided accordingly when received.

Event description:
The customer reported that during a transporting of a patient on a cs300 intra-aortic balloon pump (iabp) the pump reports variability in the movement of the balloon status indicator. Most of the time it goes to 100% even though the heart rate is 115-120. The rhythm is regular according to the caller. It was explained to the customer that slight heart rate changes can affect length of diastole and speed limitations of the light. The customer wanted it reported. No patient harm or serious injury was reported, and there was no adverse event reported.

Manufacturer narrative:
There has been no response in regards to the various attempts made to retrieve additional information in related to this reported event. A supplemental report will be sent accordingly if a response is received.

Event description:
The customer reported that during a transporting of a patient on a cs300 intra-aortic balloon pump (iabp) the pump reports variability in the movement of the balloon status indicator. Most of the time it goes to 100% even though the heart rate is 115-120. The rhythm is regular according to the caller. It was explained to the customer that slight heart rate changes can affect length of diastole and speed limitations of the light. The customer wanted it reported. No patient harm or serious injury was reported, and there was no adverse event reported.